Event description:
A portion of the catheter broke inside the patient and was retrieved by the ir md. There was no harm to the patient. Manufacturer response for peripheral crossing set, peripheral crossing set with 4.0fr x 100cm cxi cath, 5fr x 90cm flexor sheath, straight set (per site reporter) clinical site notified manufacturer rep directly..